Manufacturer narrative:
Complaint was confirmed. Evaluation found the inner tube broken off at the tip - not at the weld location. Broken blade tip was not "returned" for evaluation. The outer tube shows no signs of misuse and critical dimensions inspected per print found no issues. Per the instructions for use, the user is advised the following; do not to apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device. A "determination" for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional information: additional information was received regarding this incident. The doctor reported that the patient needed an additional incision to try to retrieve the broken piece. The piece was not successfully retrieved. Due to the extra incision the patient was going to have an extended rehabilitation time. As of this report the patient did not need any additional treatments or surgical intervention, however the doctor could not confirm or deny what future consequences would be. Another attempt to retrieve photographs or the broken c9961a were made but at this time the product could not be located to be sent in for evaluation. To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise, this filing will stand as the final report. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The alleged device, c9961a 2.9mm sterling gator, has not been returned to conmed for evaluation and no photographic evidence has been provided. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 6 complaints, regarding 6 devices, for this device family and failure mode. During the same time frame, (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; do not use equipment if upon receipt, package is opened, damaged, or shows signs of tampering. Continually check for overheating, if overheating is sensed immediately discontinue use. Do not use burs for plunge cutting. Injury or damage could occur. Do not use shaver bur if they show any signs of damage. Inspect for bent, dull, or damaged blades and burs before each use. Do not apply excessive loading/force on the shaver blade or bur. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices, shaver blade or bur should be examined for damage and replaced if necessary.

Event description:
The customer reported that during surgery on (B)(6) 2018 a tooth from c9961a gator sterling shaver blade broke off into the volar side of the ulna gutter. The piece was not removed. X-rays were taken; confirmed the piece location. Additional attempts to gather more information have been made; however, to date, no other information was provided. This report is being raised on the basis of patient injury.